Manufacturer narrative:
Failure analysis on the returned cpu board shows that a bad solder connection under capacitor c208 had caused the monitoring circuit of primary alarm 2 to measure the speaker current too low. This triggered the primary alarm failed¿ alarm (e/c1102). Re-soldering c208 resolved the problem.

Event description:
The customer reported that the ventilator alarmed with primary alarmfailed error. The customer reported there was no patient involvement.